Event description:
The product was used during a laparoscopic nisseen procedure. Reportedly, the needle broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.